Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized with low blood glucose of 30mg/dl. Customer indicated that the pump was lost and were unable to troubleshoot. Customer indicated that they were off of the pump prior to going to the hospital but did not know how long they were off of it. Customer was unable to provide an answer as to how long they were off of the pump. No further details given.